Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during device power up in intermedio 3 department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'error 345' was not reproduced. A review of the history log revealed multiple system error 345. A service history revealed the ec 345 does appear as a repeat symptom within the past 12 months and no component could be determined for causality during the last servicing and therefore no correction was required. Review of the prior service record indicates that all service actions were completed during the prior return. The reported condition was verified. The cause of the condition was determined to be failed force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.